Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported the patient's ipg was inoperable. As a result, the patient lost therapy. Surgical intervention is planned to address the issue.

Event description:
It was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.